Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer evaluated the device and they found out that main control printed circuit board needs to be replaced, vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported low peak inspiratory pressure, low minute ventilation and transducer fault alarms continually on the vela ventilator. The customer confirmed there was no patient involvement associated with the reported event.